Event description:
It was reported that the left ventricular (lv) lead was exhibiting high thresholds and intermittent capture. The lead was reprogrammed and the patient will be followed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).